Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to unknown reasons. A different lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: per response from the sales representative, lead was attempted for unsuccessful left bundle pacing, this is no longer reportable. Please disregard report number 2124215-2023-47776.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to unknown reasons. A different lead was used to complete the procedure. No adverse patient effects were reported.